Event description:
According to the complainant, during the procedure, the physician was unable to place the prolieve system's catheter. The physician attempted to use a wire which proved unsuccessful as the catheter tip appeared to be "soft" and "floppy". The physician aborted the case. No patient complications were reported as a result of this event. The patient's condition was reported as "okay", and the case will be rescheduled.

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. A visual examination of the returned prolieve heat exchanger revealed no apparent damage of external components. No visible cracks, no evidence of bond separation or excess glue or other imperfections were found. The prolieve catheter was not returned, therefore a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed.